Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, menstruation abnormal, intermenstrual bleeding, fibrocystic breast disease, melanoma, wisdom teeth removal, ganglion cyst, skin malignant melanoma excision, uterine bleeding, fatigue, weight decrease, headache, night sweat, appetite lost, anxiety, vaginal irritation, bladder disorder, dysuria, hematuria, hot flashes and overweight. Concurrent conditions included cervical dysplasia since (B)(6) 2009, menses irregular with excessive bleeding, cramp in lower abdomen, vaginal discharge and vaginal itching. Concomitant products included fluoxetine hydrochloride (prozac) from (B)(6) 2009 to (B)(6) 2009, ibuprofen, ibuprofen from (B)(6) 2006 to (B)(6) 2011, nsaids since (B)(6) 2006, ondansetron (zofran), oral contraceptive nos from (B)(6) 2011 to (B)(6) 2011 and paracetamol (acetaminophen) since (B)(6) 2006. On (B)(6) 2006, the patient had essure inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), mood altered ("hormonal changes describe: moodiness"), anxiety ("psychological or psychiatric problems condition:mental anguish"), depression ("psychological or psychiatric problems condition: depression") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy,unilateral oophorectomy - right side). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, mood altered, anxiety, depression and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, mood altered, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: right fallopian tube accepted the micro-insert without any problem, five rings showing. The left similarity with 9 rings showing. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: essure device was successfully occluded. Pathology test - on (B)(6) 2011: surgical pathology report- diagnosis- cervix, focus of adenomyosis and focal squamous metaplasia, endometrium, adenomyosis and hypertrophy, ovary , right, hemorrhagic corpus luteum, fallopian tube, epithelial, benign para tubal cysts. Ultrasound pelvis - on (B)(6) 2009: menorrhagia, excessive frequent menstruation, cervical dysplasia. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: moodiness, depression, dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2019: pfs and mr received. Pelvic area pain clubbed with physical pain, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), hormonal changes describe: moodiness, psychological or psychiatric problems condition: mental anguish, psychological or psychiatric problems condition: depression, dysmenorrhea (cramping) were added. Reporter information updated, patient history added, concomitant drugs added, lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain pelvic pain') and genital haemorrhage ('gen. Abnormal. Bleed') in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, menstruation abnormal, intermenstrual bleeding, fibrocystic breast disease, melanoma, wisdom teeth removal, ganglion cyst, skin malignant melanoma excision, uterine bleeding, fatigue, weight decrease, headache, night sweat, appetite lost, anxiety, vaginal irritation, bladder disorder, dysuria, hematuria, hot flashes and overweight. Concurrent conditions included cervical dysplasia since (B)(6) 2009, menses irregular with excessive bleeding, cramp in lower abdomen, vaginal discharge and vaginal itching. Concomitant products included fluoxetine hydrochloride (prozac) from (B)(6) 2009 to (B)(6) 2009, ibuprofen, ibuprofen from (B)(6) 2006 to (B)(6) 2011, nsaids since (B)(6) 2006, ondansetron (zofran), oral contraceptive nos from (B)(6) 2011 to (B)(6) 2011 and paracetamol (acetaminophen) since (B)(6) 2006. On (B)(6) 2006, the patient had essure inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / (heavy menstrual bleeding)"), mood altered ("hormonal changes describe: moodiness"), anxiety ("psychological or psychiatric problems condition:mental anguish / psych injury"), depression ("psychological or psychiatric problems condition: depression") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and metrorrhagia ("metorhagia (bleeding b/w periods)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy,unilateral oopherectomy - right side). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain and metrorrhagia had resolved and the vaginal haemorrhage, mood altered, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, mood altered, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: right fallopian tube accepted the micro-insert without any problem, five rings showing in uterine cavity and 9 rings in left side. Patient received treatment for pelvic pain, abdominal pain, dysmenorrhea, menorrhagia, metrorrhagia, gen. Abnormal. Bleed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: essure device was successfully occluded. Pathology test - on (B)(6) 2011: focus of adenomyisis and focal squamous metaplasia. Adenomyosis and hypertrophy.benign para tubal cysts. Ultrasound pelvis - on (B)(6) 2009: metrorrhagia, excessive frequent menstruation, cervical dysplasia. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: moodiness, depression, dysmenorrhea and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received: new events abdominal pain, metrorrhagia (bleeding b/w periods), gen. Abnormal. Bleed were added. Outcome of event pelvic pain and menorrhagia was updated as recovered/ resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.